Event description:
The guide catheter kinked and complicated the removal of the guide during the procedure. The physician inserted a introducer sheath into the patient. The physician inserted the guide through the introducer sheath and advanced it forward into the patient. The patient had very tortuous anatomy and heavy calcification. The guide catheter kinked. The physician was attempting to remove the guide and it became lodged inside the introducer sheath. The physician attempted to remove both together and was unsuccessful. The physician decided to send the patient for a surgical procedure to remove the sheath and guide catheter.